Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion of the monitor during a manual transmission. The patient was advised to move the antenna high up on the left shoulder. Troubleshooting steps were taken to no avail and the patient is returning the remote monitor. The patient was referred to the clinic to help rule out any potential device questions. Follow-up with the physician's office was attempted but no information regarding the telemetry functionality within the device could be obtained. The device remains in use. No patient complications have been reported as a result of this event.